Event description:
It was reported that when using the bd pyxis¿ anesthesia station es fingerprint scanner delayed. The customer stated that that it occurred to all 10 anesthesia es at their site and had significant delay when they tried to login. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. E.1.initial reporter facility: (B)(6).

Manufacturer narrative:
Correction: a1. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-jul-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that fingerprint scanner delays had been experienced. A technical support specialist (tss) logged in as (B)(4), opened "programs and features," and uninstalled all lumidigm programs. After rebooting and logging in again, the tss downloaded lumidigm drivers from eft and transferred the pci to the station. The pci was extracted, and the installer executable was run. After installation finished, the station was rebooted. Finally, the bio metric identifier sensor was tested. The field service engineer escalated the case to implementation. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es fingerprint scanner delayed. The customer stated that it occurred to all 10 anesthesia es at their site and had significant delay when they tried to login. There were no adverse events or injuries reported based on this event.